Manufacturer narrative:
H3, h6: product bi71000860, lot number: fyowo rev. 10 was received by the manufacturer for analysis. Power conversion enclosure failed bench testing. Transistors q1, q14 and q28 failed, the transistors are shorted. Previously reported codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure and power tray were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, during a planned maintenance (pm), the power enclosure for the imaging system was found to not be operating as designed. There was no patient present when this issue was identified.